Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, device had all leads connected and tested without issue the physician disconnected the right ventricular (rv) lead cto untangle leads before closing the pocket. When the physician started to reconnect rv lead setscrew, the physician could not see it and thought it had come out of the header. With the help of technical support, the lead setscrew was reinserted. The device remains in use. No patient complications have been reported as a result of this event.